Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a vacuum failure system error message occurred and no vacuum was available during the procedure. The product was replaced and procedure completed with no patient harm reported. This is one of two complaints. Additional information and sample have been requested.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. A sample was no returned for this complaint; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. (B)(4).